Manufacturer narrative:
Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the thrombosis could be related to patient factors. Other potential contributing factors to the symptoms are the patient comorbidities (pulmonary disease). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our (B)(6) affiliate through a european clinical study, approximately one-month post implant of a 26mm sapien 3 ultra valve, in the aortic position by transfemoral approach. During follow up visit the patient presented with chf symptoms and an echo (tte) and CT revealed a mean gradient of 35mmhg and valve thrombosis. The patient was treated medically in one month clinical and echocardiographic controlled.  At present no other action plans. The event is ongoing. Per report, the event was valve related. In addition, the patient is symptomatic with dyspnea nyha iii as well as fatigue and increased ntprobnp however, the treatment is for clinical improvement under medical therapy.